Manufacturer narrative:
The specific cause of the event could not be determined. The investigation did not identify a product problem. It was found the customer was using the reagents past the onboard stability.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. The initial ast result was 988 u/l with a data flag. The repeat result with a dilution was 523 u/l with a data flag. The result from another analyzer was 906 u/l.